Manufacturer narrative:
Sample device was received from the complainant by argon medical on 1/13/2020. Device has been sent out for sterilization and awaiting evaluation. A follow-up report with additional information from the investigation will be provided by 1/31/2020.

Event description:
PICC is cracked at the hub.